Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review of the stored electrograms, noise was noted on the patient's right ventricular lead. The noise was able to be reproduced with patient movement. Lead replacement was discussed, but not performed.